Event description:
An ophthalmologist reported that the tip "has gone loose" from the handpiece during a procedure. There was no pt harm reported.

Manufacturer narrative:
A sample has been rec'd and eval is in progress. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the MFR's acceptance criteria. A 100% final inspection in performed for this product. A root cause has not been identified. (B)(4).